Manufacturer narrative:
81 evaluation is in progress, but not yet concluded. Per the field service representative (fsr), the perfusionist stated that the roller pump start button needed to be pressed to get the pump working again.

Event description:
It was reported that the roller pump display was blank and the pump head seemed to be pulsing. No other details regarding the nature of this event were provided.

Event description:
Per clinical review: the manufacturer's clinical specialist spoke with the perfusionist regarding the incident the team had with the six inch roller pump in the arterial position during a cardiopulmonary bypass on (B)(6) 2021. The team set up and primed the circuit without issue for a procedure on (B)(6) 2021. During the procedure the screen went black and there was a sudden stop (which was reported as a quick pulsing) of the arterial pump. This occurred on bypass, and the team was able to mitigate it by just depressing the start/stop button. The roller pump worked for the remainder of the procedure without issue. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: b3, b5, g4, h3 and h6 per the perfusionist, the roller pump would come to a hard stop and the roller pump head appeared to shutter just prior to stopping. Vibration could be seen and felt on the side of the pump housing when the pump shuttered. The field service representative (fsr) could not verify the display blanking or any hesitation. The fsr replaced the roller pump. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the roller pump to run for 27 hours and 16 minutes with no observations of a display blanking or the roller pump head pulsating. Per data log analysis, based on the safety connections the large roller pump was used as the arterial pump. There were no events to indicate that the display went off. Most likely only the display went off but the pump continued to function. This indicates a possible issue with the small display assemble or a connection to the display. There was one pressure alert which would have caused a reduce speed response. This may look like the pulsing reported by the user. No other issues were logged. The service repair technician (srt) could not duplicate the reported complaint. The roller pump was observed to function properly.

Event description:
Additional information was received that the issue was discovered during use of the device for a cardiopulmonary bypass (cpb) procedure. The pump was changed out at the end of the case prior to modified ultrafiltration and the pump was able to be re-engaged to operate during the pump run. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.